Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the eval has been completed or if add'l info is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that "during longer cases due to the shape and design of the current hand piece my hand has started going numb and this interferes with proper pt care." The device was being used during surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There was no add'l info provided.